Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, the reported patient effect was determined to be a combination of patient anatomy and procedural circumstances. The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted long and thin posterior mitral leaflet (pml). A clip delivery system (cds) was advanced to the mitral valve; however, during closing of the clip, the posterior mitral leaflet became perforated. The cds was removed with the clip attached and the procedure was aborted. The tissue damage was not treated. No clips were implanted, and mr is 3-4. There was no reported clinically significant delay in the procedure.